Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse tested the universal surgical manipulator (usm) with the drape in question and could not reproduce the issue. The fse advised that there may be some scratches on the sterilization adapter disk, and the sterilization adapter may have been a problem. The customer reported the maryland bipolar forceps instrument on usm1 continued to malfunction, with the jaw not closing properly. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse could not reproduce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that non-intuitive motion occurred at the instrument jaw on the universal surgical manipulator (usm1) frequently during the surgery. This issue returned about an hour after instrument drape was replaced, and system was rebooted. Customer reported the maryland bipolar forceps instrument on usm1 continued to malfunction, with the jaw not closing properly, and issue continued after replacing the instrument, drape and rebooting the system. Customer also reported strange sound was heard when surgeon moved the usm1 and usm3. Tse confirmed there was no related error in the logs and recommended to check any load on the usm/instrument, if issue recurs. The procedure was completed as planned with no reported injury.